Event description:
The complaint description was reported as: the clips broke or dropped down during the operation. No patient injury or medical intervention reported.

Manufacturer narrative:
Sample requested, but has not been returned yet. Investigation is not yet available at time of this report.